Event description:
It was reported the device was used during a cystectomy procedure. It was reported by the affiliate that the device did not work properly (poor coagulation). There was no pt consequence.

Manufacturer narrative:
D5; h2,3,4,6; g4: added additional information. D6: corrected field to read na. Endopath bipolar forceps: based upon the inquiry information received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was tested on a valleylab force 2 generator at 30 watts and functioned properly. The instrument was tested on a "dvm" for continuity and was found to be conforming through full rotation of the electrical cord. It was concluded that the instrument was comforming to design specifications. The experience the customer reported could not be repeated.